Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
Returned micro sonnet rechargeable battery showed broken housing with electrolyte leakage. Currently, neither user contact to battery chemistry nor any injuries have been reported

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Returned micro sonnet rechargeable battery showed broken housing with electrolyte leakage. Currently, neither patient contact to battery chemistry nor any injuries have been reported.